Event description:
It was reported that this right ventricular lead was explanted due to exhibiting noise. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.